Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen and included in the active insulin total amount. The pump was able to be uploaded to carelink pro without any errors. The insulin pump was received with scratched case, missing display window cover, end cap address label faded, keypad overlay peeling, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call absence of occlusion alarm on the insulin pump. Customer¿s blood glucose level was 169 mg/dl. Troubleshooting for the absence of occlusion alarm was performed. Customer performed and passed the self test and displacement test. Customer believed the bolus attempt was not successfully delivered and insulin did not exit the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.